Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the set screw was damaged and the set screw was found in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the setscrew did not work so it was not possible to screw the lead into the header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.